Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmissions. It was noted that the right ventricular lead exhibited noise. The system was programmed off so that the patient would not get inappropriately shocked due to noise oversensing. Inhibition of pacing was noted. The patient was stable throughout.